Event description:
The customer reported the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. Review of the ventilator diagnostic code log verified an occurrence of a ventilator restart. The ventilator was returned to the manufacturer for analysis. Testing of the ventilator power supply revealed a component failure. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate.

Manufacturer narrative:
Power supply